Manufacturer narrative:
Review of the device history record review of the lifecell complaint system for any similar complaints reported to lifecell against the devices distributed from this lot. Review of the device history record revealed no deviations associated with the nature of this complaint and the product met acceptance criteria for qc release, including in-process mechanical testing. (B)(4). Based on internal investigation, device met qc release criteria including mechanical testing.

Event description:
It was reported to lifecell that on (B)(6) 2011 the patient underwent revisional hernia repair with removal of infected synthetic mesh from a previous tram procedure. The patient also had a draining sinus tract. A lifecell device was implanted for the repair in a bridged manner. Patient presented postoperatively with an ischemic bowel. Upon re-operation (pod 07), it was found that the device had torn with bowel protrusion and the device was explanted. Repair was performed. It was also reported the patient is doing fine.